Event description:
It was reported that approximately one month post implant the right ventricular (rv) lead exhibited high threshold and a lead low impedance warning. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.